Event description:
It was reported that during a percutaneous coronary intervention, stent damage was noted. The lesion was located in the severely calcified right coronary artery. A 2.50x20mm promus element drug eluting stent was noted to have "lifted" during stent implantation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage was noted. The lesion was located in the severely calcified right coronary artery. A 2.50x20mm promus element drug eluting stent was noted to have "lifted" during stent implantation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were lifted upwards. No further issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).